Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a bent connector tip.

Event description:
The consumer reported a broken, bent, or loose pin connector. The connector pin broke off and was suck inside the implantable neuros timulator recharger (insr). The patient symptom of discomfort was reported. This occurred on the day prior to the report. Relevant medical history included complex regional pain syndrome type 1 and spinal pain.

Manufacturer narrative:
(B)(4).